Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. She was treated with insulin via IV and discharged after 1 day. Her blood glucose elevated following an infusion set change, and it was alleged the infusion device did not correctly provide an error message. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.